Event description:
It was reported via repair work order that the siderail would not lock upright. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the patient foot left rail would not lock in any position due to a cracked siderail carrier. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. No repair performed. Customer to make request if service is needed.